Manufacturer narrative:
Ian intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site for further assessment. During the on site inspection of the cart drive issue, the error was verified by the fse. Additionally, the fse discovered that one of the c-rings (retaining clips) securing the brake release bracket for the trolley's drive motors had detached. As a result, the right-hand motor remained stuck in the neutral position. During system initialization, the self-test detected conflicting signals from the two motors, one indicating "neutral" and the other "drive," which triggered the fault. To resolve the issue, the fse replaced the detached c-ring with a new set, successfully securing the motors. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted mitral valve repair procedure and while the customer was docking the system, an error was generated and a "cart can move" message was displayed. The error was reportedly detected during a brake self-test. The procedure was converted to open surgery.